Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of a minicap transfer set was rotated with "no traction so it was hard to connect". This occurred prior to patient use. The transfer set was replaced. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.